Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 37 mg/dl, compared with the sensor glucose reading of 273 mg/dl. The customer reported that the sensor and blood glucose readings were had differences of 100 to 200 units. She stated that the sensor would indicate that she had high blood glucose when she was low, and vice versa. She advised that the blood glucose reading reported was a normal range for her. She declined troubleshooting for the matter and was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 203227-2015-06429.